Event description:
A falsely elevated ctni result of 3.96 ng/ml was obtained. This result was reported to the physician. Physician question the result and values of 0.00 ng/ml were obtained on repeat analysis and sequential samples. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated ctni result. Analysis of instrument data indicated user maintenace and hardware issues.